Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula kinked event on (B)(6) 2025. The event occurred three or more hours of insertion the insertion site was upper buttocks. The infusion set was in use for about six hours. The blood glucose level was 411 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi). The patient removed pump and has been treating manually. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.